Manufacturer narrative:
H6 health effect - clinical codeterm : hyperamyemia . This device has not been returned for evaluation. The event date was reported as the publication date of the literature. A literature copy is attached for reference. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "o 55-5 retrospective comparison of ercp-related procedures using a short-type balloon endoscope (single/double) for roux-en y reconstructive intestinal cases after gastrectomy". Literature summary background and purpose: in recent years, many reports have reported the usefulness of ercp-related procedures using a short-type balloon enteroscope (sbe-ercp) for biliary pancreatic disease with roux-en y reconstructed bowel (ry) after gastrectomy. Currently in japan, short-double be (sdbe: ei580bt, fujifilm) and short-single be (ssbe: sif-h290s , olympus) are commercially available, but there are few reports comparing the two. We retrospectively compared the results of sbe-ercp in patients with untreated duodenal papillae in ry between two centers using both sbes. Type of adverse events/number of patients pancreatitis in ssbe group (6); hyperamyemia in ssbe group (6); decreased blood pressure in ssbe group (2); small bowel perforation in ssbe group (1).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the author and to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial / lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.

Event description:
Olympus further received information from the author that olympus device has not caused or contributed to the adverse event and there was no device malfunction observed during the case.